Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while treating a fifty year old male patient, the device gave a "no shock advised" prompt for what medics believed was a shockable rhythm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.